Manufacturer narrative:
Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain patient weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Based on the information provided, a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-06225. It was reported that the patient fell, had a very aggressive activity level, and experienced ineffective therapy. It was also reported that one lead fractured and both leads migrated. Surgery occurred to explant and replace the leads to address the issue. It is unknown which lead fractured.